Event description:
The customer requested a medical device to be repaired. The customer does not specify the issue with the device. No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.